Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of deformation on the introducer sheath was confirmed but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed the distal end of an introducer sheath with the dilator extending beyond the distal tip of the sheath. Deformation was observed at one point along the distal edge of the sheath. Discoloration was observed within the translucent material of the dilator that extended from the sheath. Since the reported damaged was observed on the sheath, the complaint was confirmed, but the exact cause could not be determined. The product IFU states, ¿simultaneously advance the sheath and dilator with rotational motion to help prevent sheath damage.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that there were burrs at the grey proximal end of the mst microintroducer sheath. It was impossible to carry out effective puncture.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3654 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were burrs at the grey proximal end of the mst microintroducer sheath. It was impossible to carry out effective puncture.